Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: the event occurred on an unspecified date "in the last month" 2021. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during patient peritoneal dialysis (pd) therapy, two units of minicap transfer sets were ¿broke, torn apart at the hub¿ and the lock that opens and closes ¿were hanging on by a plastic piece¿. The transfer sets were ¿switched out¿. The cause of the event was not reported. The patient was treated with vancomycin (dose, route, frequency, and duration not reported) for the event. At the time of this report, the patient outcome and action with pd therapy was not reported. No additional information is available.